Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.